Manufacturer narrative:
See also manufacturer¿s reports #3004209178-2019-17695 and 3004209178-2019-17703 for the patient¿s other device issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced shocking when they went through a store gate. They got shocked really bad and it turn down the stimulation which happened before and messed up the device¿. This occurred on (B)(6) 2019. The patient stated that they saw their healthcare professional (hcp) yesterday but could not get the device checked because they could not pay. Additional information received from the family member reported that using the programmer, it was determined that the patient was on program 3 at 1.8 volts and the therapy was on. It was noted that the patient was getting shocked so the family member decreased the stimulation to 0.0 volts and changed to program 2. On program 2 at 1.4 volts, the stimulation felt ¿ok was not uncomfortable¿ for the patient. The patient was redirected to follow up with their hcp for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that implant site started hurt just like it did previously. This started on saturday ((B)(6) 2019) right after going through a theft detector. No falls or trauma were reported that could be related to the issue. The patient did not bring their programmer with them so they did not turn it off prior to going through the theft detector. The issue was reported as related to positional movement as the implant site hurts more when they sat down. It was reviewed with the patient to consider switching programs and to turn the stimulation off. No troubleshooting could be performed at the time of report due to lack of access to the programmer. The patient was redirected to their healthcare professional (hcp) for the issue. They stated that they did not want to go the hcp¿s office due to financial reasons/cost. There were no further complications reported or anticipated.